Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed hardware low level failures alarm during rewind. Customer's blood glucose was 7.2 mmol/l. Device did not pass the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing including displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Format history file analysis has confirmed hardware low level failure variable 3 due to poor solder joints at the u1 ambient light sensor on the keypad assembly. The insulin pump was received with scratched case, fading serial number label and pillowing keypad overlay.